Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis confirmed the reported condition. The device showed lower than nominal impedance values, pacing output, and negative supplies. Since there was evidence that the failure mechanism was within the stacked chip scale package (scsp), it was removed from the hybrid with heat. However, when the removed scsp was tested in a system breadboard, the failure mode was intermittent until it was no longer present and could not be reestablished. The analysis was stopped with no cause identified for reported failure.

Event description:
It was reported that during implant both the right atrial and right ventricular leads showed out of range impedance values when hooked up to the implantable cardioverter defibrillator (ICD). The impedance ranged from zero to 57 ohms repeatedly. In addition, there was no sensing. The leads were tested through the analyzer and were found to function normally. The leads were reattached to the same device with the same results. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.